Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "heavy breathing at times" and that they have "low oxygen" and that "one of their lungs was filled with fluid". The patient also reported that they were informed it may have had "something to do" with their device. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.